Event description:
It was reported that (1) tct75 was used during a colectomy procedure. It was reported by the rep that the linear cutter would not fire correctly. Finished the case with another device. There was no consequence to the pt.